Manufacturer narrative:
One imp,tsv,6.0,11.5,mtx,mg was returned for inspection. A visual inspection confirmed the implant was fractured. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is related to the functional performance of the product. The following sections have been updated: date of this report, lot number updated, device expiration, UDI, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative, event and type of reportable event were re-entered as these fields are required.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address: not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant (tsvt6b11) fractured at tooth location # 3. Implant was removed and site bone grafted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Added manufacturer narrative. The following section have been corrected: evaluation codes.